Event description:
It was reported the patient had requested reprogramming. The sjm representative met with the patient for reprogramming, and it was reported the patient was no longer satisfied with the stimulation. It was reported the patient was not getting any stimulation in the area of her back. Follow up identified the physician planned to have a trial procedure with a competitor system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.